Manufacturer narrative:
One 72201733 half round 5.5mm rasp returned. This is a one year old reusable instrument. This was confirmed. The product was broken into two pieces. The shaft was fractured where the rasp tip meets. This is a rugged instrument which can withstand substantial force. There are no other complaints for this lot. This allegation is considered an isolated incident. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that the device broke while rasping the bone. It is unknown how the procedure was completed, no back-up device available, no significant delay. No patient injury or other complications were reported.